Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: approx. One (1) year after implantation, patient began experiencing groin pain and had a cyst drained in (B)(6) 2012. Patient is still having pain and has seen 5-6 surgeons who all believe her problems/pain are due to her metal-on-metal implants. Update: 1/4/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update - this complaint has been reopened because a report received from sales rep indicates that the patient was revised on (B)(6) 2012 to address hip pain. Update 11/9/2012 - litigation papers received. Doi was provided- (B)(6) 2008. There is no new information that would affect the investigation. Update rec'd 4/1/2012-medical records received. Medical records reviewed and the revision operative not indicated metallosis and corrosion on the trunnion. The stem is now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 06/18/2014. Correction: doi: (B)(6) 2008 dor not yet revised (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Approx. One (1) year after implantation, patient began experiencing groin pain and had a cyst drained in (B)(6) 2012. Patient is still having pain and has seen 5-6 surgeons who all believe her problems/pain are due to her metal-on-metal implants. Update: (B)(6) 2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update - this complaint has been reopened because a report received from sales rep indicates that the patient was revised on (B)(6) 2012 to address hip pain. Update: (B)(6) 2012 - litigation papers received. Doi was provided- (B)(6) 2008. There is no new information that would affect the investigation. Update rec'd (B)(6) 2012 - medical records received. Medical records reviewed and the revision operative not indicated metallosis and corrosion on the trunnion. The stem is now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.